Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Associated product: evolutr-26-us sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, the valve was too deep and did not provide a good seal resulting in severe paravalvular leak (pvl). A second 26 mm transcatheter bioprosthetic valve was implanted with no change in pvl. Subsequently, a non-medtronic valve was implanted and reduced the pvl to moderate. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.